Event description:
A customer reported that the pump screen would not turn on. There was no reported impact on the customer's blood glucose level. No additional information was received regarding the outcome of the event.